Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9733580, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the breakout box panel on the navigation system was damaged. It reported issue prevented use of the navigation system footswitch. To continue with the procedure, the site used a second medtronic navigation system. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome.